Manufacturer narrative:
Batch review performed on 17 june 2019: lot 183058: (B)(4) items manufactured and released on 02-july-2018. Expiration date: 2023-06-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed after 4 months from the primary due to an infection (the pathogen is unknown). The surgeon performed an I&d and revised the inlay. The surgery was completed successfully.